Event description:
It was reported that upon deployment of a vena cava filter, the filter limbs did not fully expand. The filter was retrieved with a snare device and another filter was successfully implanted. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The filter was returned and it was found to have met all the required specifications. Images were not provided. The complaint investigation is inconclusive for failure to expand as no images were provided. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if patient and/or procedural factors contributed to the event.